Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a power on reset (por). It was also reported that the right atrial (ra) lead exhibited oversensing due to noise. It was noted that a mode switch occurred. The ipg was reprogrammed. Both the ipg and the ra lead remain in use. No patient complications have been reported as a result of this event.